Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the catheter around a bend. The physician elected to pull the delivery system back into the guide which is against labeled instruction. It was noted that the stent had dislodged. Angiography did not locate the stent. The stent remains in the pt. Pt status is listed as "okay".